Manufacturer narrative:
H3: analysis of the wr9200 wireless recharger (s/n#:(B)(6)) revealed that led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This event is being reported in association with fca#z-0294-2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID cd9000 (serial: (B)(6)); product type: 3242-multiple therapy product; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9200 (serial: (B)(6)); product type: 0213-recharger brand name ; product ID cd9000 (serial: (B)(6)); product type: 3242-multiple therapy product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has not been able to charge the implanted neurostimulator for the past 3 days. When trying to use the recharger, the recharger will not power on and the light comes on red. The caller does not see the green light on the back of the cradle and noted that the cord appears twisted/kinked. The caller is very concerned that a replacement dock will not resolve the issue and they are afraid that the patient will run out of charge. They requested that a replacement recharger be sent as well. A replacement wireless recharger and dock will be mailed to the patient. No patient symptoms or further complications were reported as a result of this event.